Manufacturer narrative:
Trackwise#: (B)(4) . Updated sections: b4, d9, g3, g6, h2, h3, h6, h10 corrected sections: d4-- number corrected from "lot" to "serial" the device was returned to the factory for evaluation on (B)(6) 2024. An investigation was conducted on (B)(6) 2024. A visual inspection was conducted. Signs of clinical use and no evidence of blood were observed on the adapter. One end of the adaptor was observed to be missing a collar, exposing the inner contents of the adaptor. The collar was not returned for evaluation based on the returned condition of the device and evaluation results, the reported failure "break; collar" was confirmed. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device serial conforms to all applicable product specifications. The reported device is an OEM device. The certificate of conformance was reviewed for the serial # (B)(6). The vendor certifies that this device serial # conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch.

Event description:
N/a.

Manufacturer narrative:
Tw ID#: (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that after an endoscopic vein harvesting procedure, hemopro2 adaptor tried to remove extension cable from adapter and the collar broke off. No delay. No patient involvement or harm.